Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the tissue pad in the grasping section was worn away. The coating of the grasping section (jaw) was partially peeled off. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited the tissue pad in the grasping section was worn away and the coating of the grasping section (jaw) was partially peeled off. There was no patient involvement.